Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. In addition, a complete insertion was not achieved at implantation surgery with five channels remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
Reportedly, the recipients hearing performance with the device gradually declined for the last 10 days (beginning may 2023), however, she was able to get minimal response to high intensity sounds. Further proceedings are unknown

Event description:
Reportedly, the recipients hearing performance with the device gradually declined for the last 10 days (beginning may 2023), however, she was able to get minimal response to high intensity sounds. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. In addition, a complete insertion was not achieved at implantation surgery with five channels remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the recipient's hearing performance with the device gradually declined for the last 10 days (beginning on (B)(6) 2023), however, she was able to get minimal response to high intensity sounds. The recipient has been re-implanted.